Manufacturer narrative:
No further complications have been reported. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.

Event description:
A retrospective review of file was performed in 2008. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. The screw was used on bone flap for closing, for the surgery of brain tumor evisceration. The screw broke after a few mm inserted. The tip of screw remained in the pt. There seems no other damage to the pt at this moment.